Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0413, captures the reportable event of bite blox material separation.

Event description:
It was reported, to boston scientific corporation. That a bite blox was used, during a gastroscopy procedure on (B)(6) 2024. During the procedure, the bite blox got chipped. Nothing detached inside the patient. It was reported, the device was not inspected, prior to the procedure. The procedure was completed with another bite blox. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a bite blox was used during a gastroscopy procedure on (B)(6) 2024. During the procedure, the bite blox got chipped. Nothing detached inside the patient. It was reported the device was not inspected prior to the procedure. The procedure was completed with another bite blox. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation. Block h10: investigation results: the returned bite blox was analyzed. Visual inspection of the returned device showed signs of damage in the form of a break on one side of the mouthpiece. Bite marks were also present. No material defects/deformation were noted with the returned device or the surrounding area of the break. The reported event was confirmed. Product analysis identified that one side of the mouthpiece was damaged/broken. Evidence that the device was used was also noted in the form of witness marks/bite marks. Nonconformances that could have caused the reported failure were not found per the DHR review and/or the investigation report. No material defects or deformations were noted at the site of the break/damage. Based on all gathered information, the complaint investigation conclusion code selected is cause traced to component failure indicating that the noted damage to the device is due to an expected or random component failure without any design or manufacturing issue.